Manufacturer narrative:
A4: updated film evaluation summary: the reported difficult to advance and difficult to remove events were confirmed on the films provided. Procedural angiogram showing the suprarenal stents being released and being pulled distally by the tip capture spindle were not provided for review. Procedural angiogram showing difficulty to position the contralateral limb was not provided. It is likely that the patient¿s severely angulated and calcified aortic neck was a contributory factor in the difficult to remove events.it is also possible that user may have been a factor if the tip capture was not fully recaptured in the sheath before removal. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 82mm abdominal aortic aneurysm. It was reported that during the index procedure, the lesion was pre-dilated with a 7mm x 80 mm balloon and used 12 and 14 fr bi-la teral. It was stated that the endurant iis was advanced via the left side access and deployed infra renal. The distal edge of the graft at marker appeared that it did not open completely even after bare springs were released. Contra gate was accessed and the etlw1620c124e was deployed. It was stated that the main body was then deployed completely. It was reported there was difficult to advance the contralateral limb during the procedure but it reached flow divider it deployed with no problems. It was reported that difficulty to remove the delivery system was encountered and multiple attempts and techniques were used attempted. It was stated that the tip capture appeared to be stuck on bare spring. Graft handle was disassembled per steps in attempt to remove deployment system. Graft was pulled down into sac. Tip capture was free from bare spring but would not exit gate. The physician then cut the 20cm from access point, outer sheath was then removed. Unsuccessful attempt to introduce sheath over tip capture was performed. The procedure was then converted to open repair and the stent grafts were explanted. As per the physician the cause of the event was patient's anatomy due to calcified, tortuous iliac arteries bi lateral and an angled conical neck. No additional clinical sequalae were provided and the patient will be monitored.